Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that while using the night aligners that they had to stop their treatment halfway through because their eye teeth on both sides have no roots and the more, they used their liners the more lose they became so the patient stopped using them, because they didn't want to lose their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.